Event description:
The MFR received info alleging a ventilator would not power on. The device was not in pt use. During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The system board was replaced to address this issue.